Manufacturer narrative:
The unit powered up properly after the battery installation. The unit was received with normal operating currents. There were no unexpected battery out limit alarms or failed battery test alarms found. The unit was received with all buttons responding properly. However, there was slight moisture damage on the keypad. The unit had a cracked case at the display window corners, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a keypad anomaly, a failed battery test, and a battery out limit alarm. The customer's blood glucose level was 195 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.